Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation, the monitor failed detect and treat testing. The cause for the failure was isolated to contamination on the j1001 connector on the ca board causing intermittent connection. The root cause for the contamination on j1001 was ingress of debris. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.